Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2. The home patient (hp) was not connected at the time of the call. The technical service representative (tsr) explained the alarm. The hp had already cleared the alarm and disconnected last night when the alarm occurred. The tsr advised the hp to call the nurse in regards to the air detect alarm and being connected. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4). And renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.